Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that the pump alarmed in the middle of the night. Tried cassette on backup pump, and it wouldn't run. They mixed a new cassette. Later, the pump alarmed, but they were able to realign the cassette and resume infusion. Spouse said he noticed air bubbles in cassette and another alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received via email from customer on 09 jun 2022 and attached the in complaint: product is not available for return. Additional information received via email on (B)(6)-2022 and attached the in complaint: patient identifiers. Additional information: medwatch mw5108679 was received and attached in complaint. H6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. A DHR (device history review) was performed and no problems or issues were identified during this DHR review., corrected data: g3: correction: report source: other, mw5108679